Event description:
It was reported that the patient felt dizzy and light headed. Telemetry noted a pause. Oversensing was also recorded and there was one episode of noise, but it was unable to be reproduced in the clinic visits. It was undetermined if the issue was with the device header or with the leads. The device and leads remains in use with increased follow-up with the physician. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.